Event description:
It was reported that the patient was experiencing mild pain at the ipg site and inadequate stimulation. It was also noted that the patient was experiencing frequent and extended ipg charging. The patient underwent a revision procedure, during which, lead fracture was discovered. The ipg and leads were replaced with an MRI compatible device and the patient was doing well postoperatively. The explanted devices were not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2317500; model: sc-2317-50; serial: (B)(4); batch: 5063777/5127418.